Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 290 mg/dl at the time of the incident. Mother reported scratched and dark spots on the display. Mother stated she first noticed it about two and a half weeks ago, described it as looks as something was poured, sometimes it will disappear and sometimes she unable to see anything on the display. Mother stated that she will treat the customer by giving correction doses from the insulin pump, then if doesn't help from pen. The insulin pump was not dropped, nor bumped, son is very careful. The customer¿s mother was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had missing segments/partial display due to bleeding lcd glass. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to lcd damaged. The insulin pump had cracked display window and cracked reservoir tube lip.